Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: " inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the connecting tube was dented. Also, evaluation found the bending angle in the up direction and the play of the up/down knob was out of the standard value due to wear of the angle wire, and the bending section cover adhesive had a white clouded area. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion tube of the gastrointestinal videoscope was deformed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not have any idea what the foreign material was or how it adhered to the scope. The report is being submitted due to foreign material in the nozzle found during evaluation.